Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort in the device pocket for approximately two months. A revision procedure was performed. The device was repositioned intramuscularly. No additional adverse patient effects were reported. This product remains implanted and in service. (B)(4).